Event description:
Boston scientific received information that the arrhythmia logbook was displaying what appeared to be ventricular tachycardia episodes. Technical services reviewed and discussed this was either fusion or loss of capture. Threshold measurements were normal. Technical services had the clinician program the av delay to 300ms. The patient is scheduled to be seen again in two months.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that one section of the lead was returned. The lead appeared severed from explant. Approximately 20 cm of lead was returned. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was returned approximately six years later with no corresponding allegation or clinical event and was analyzed.